Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6) e1 full address: saihan district, hohhot city, inner mongolia autonomous region, saihan district, hohhot city, inner mongolia the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had tissue adhesive present in the instrument channel near the distal end of the endoscope. The issue was identified during service and maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.